Event description:
The following information was reported to kci by the physician: the patient exhibited an infection with mild pyrexia. Basic fibroblast growth factor was applied after irrigation, and the patient was placed on wet to dry dressings. The patient was noted as "recovered." Since the unit's serial number was not provided, kci cannot conduct a device evaluation of the unit. Kci has not been able to obtain sufficient information. No additional information is available.

Manufacturer narrative:
Based on information provided, it cannot be determined that the alleged infection is related to v.a.c. Therapy. Kci has not been able to obtain sufficient information to establish a root cause.